Manufacturer narrative:
The insulin pump was received with a protruded drive support disk, minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the drive support cap is sticking out of the pump. Customer stated that when he went to fill the tubing and it shot out quickly. Customer's current blood glucose reading is 278 mg/dl. No further information reported.